Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, it was noticed that the data recorded from the bravo capsule study was only a few hours long. The patient had the recorder for 48 hours and it was responding to the button presses the whole time she had it. The procedure will be repeated due to the short study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, it was only 03:23 hours in duration instead of 24, 48 or 96 hours for a complete study. Ph values were normal through out the entire duration of the recording until it cut off. A review of the device history record indicates that the product was release meeting finished product specification. If information is provided in the future, a supplemental report will be issued.